Event description:
A patient reported, that the power cord on their hc221 CPAP humidifier has frayed and claims that wires are showing.

Manufacturer narrative:
Waiting for the device to be returned before we can carryout the investigation.